Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed and revealed a leak from the filter. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was leaking at the filter when used with "lipid lines". It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.